Event description:
The case involved below the knee (actual site is not known). The inner and outer housing separated when it caught on the guiding catheter and it was removed. Another of the same device was used with no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported difficult to remove and there was no shaft separation as reported. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no associated non-conformances. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed and device investigation, there is no evidence to suggest that a product deficiency is suspected.